Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 435 mg/dl. Cause was not known. A manual injection was administered to address bg. Customer declined further troubleshooting regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.